Event description:
On (B)(6) 2012, a patient underwent a bypass surgery from right external iliac artery to left femoral artery using thin-walled fep ringed gore-tex stretch vascular graft with removable rings. During post-op hospitalization, serious fluid was observed at the anastomosic site of the right external iliac artery. The serious fluid was drained with a syringe. For 5 months, the serous fluid was drained with the syringe several times. On (B)(6) 2013, a portion of the graft was removed and replaced with a dacron graft to repair the serous fluid leakage. The patient tolerated the procedure. On (B)(6) 2013, the patient presented with a seroma on the composite graft site. The graft with the composite graft was explanted and replaced with a new vascular graft. The patient tolerated the procedure. As of (B)(6) 2013, the serous fluid leakage was not observed. The explanted gore-tex graft with the composite portion of dacron graft will be sent to gore for analysis.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: an explant evaluation is currently in progress.